Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed an infection at the ipg site. It was stated, initially the pt experienced pain and low fever with normal drainage at the ipg site. When the pt went to the ER to get the area checked, white drainage was observed and the culture tested positive for bacterial infection. The pt is under antibiotics and a system explant was being considered.